Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she had a lot of pain in her legs and neck. The patient reported that she couldn¿t get up from her chair or the bed and her husband had to help her with all of this. The patient reported that her legs are numb. The patient reported that she had a hard time walking because of her legs. The patient reported that the ¿needles¿ sensation in her neck wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for stenosis and spinal pain. It was reported that the patient experienced a sensation like "needles in her neck" since the saturday prior to the report; the patient requested to have her ins "recalibrated". The patient was directed to their healthcare professional. No further complications were reported/anticipated.